Manufacturer narrative:
Analysis of the catheter found compressed area in the catheter body due to patient anatomy. It was noted this possibly caused an occlusion and interruption of delivery of drug through the catheter. Specifically, two compressed areas were seen between the 28.7 and 30.7 cm from the distal tip. No leaking was seen and patency testing was reportedly normal.

Event description:
It was reported that the patient experienced a fever, pain, and headaches. The patient had fluid in the pocket and at the spinal site. It was noted that there was a kink in the distal segment of the catheter. The catheter was replaced. It was understood the patient was doing fine and the pump was working as programmed.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8709, j11038r10, implanted: (B)(6) 2002, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.